Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered form the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection 1 gram fifth day (route and duration not reported) and lectogard injection 1.5 grams twice a day, daily for fourteen days (route not reported) for the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.